Event description:
Caller reported that the insulin cartridge leaked at the o-ring after it was filled off the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully changed the cartridge and resumed insulin therapy, and the cartridge was processed for return by technical support.